Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a salpingo oophorectomy procedure, there was leakage in the staple line. No adverse events occurred during the initial procedure. In postoperative, j+3, a hemoperitoneum was detected (hypotension, pallor...) And hemoglobin 4gr. A reoperation was performed. (B)(6): the surgeon made a suture in laparoscopic procedure. A transfusion was performed. At the end of (B)(6) the patient was well and should be leaving the hospital. One device will be discarded.